Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose of the patient is 485 mg/dl. Customer treated with insulin pump. The customer state that there was no air bubble and leak in the tubing. The customer state that auto mode feature was not active. The insulin pump will not be return for analysis.